Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "there were some staples deployed"? Was the staple line complete? Were there any staples missing from the staple line?

Event description:
It was reported that during the surgery, after fired, noted that the colon tissue was not cut, but there were some staples deployed on the tissue, then changed another device to complete the procedure. There was no patient consequences reported. No additional information could be provided. Procedure: right hemicolectomy.

Manufacturer narrative:
(B)(4) date sent: 02/02/2022 d4: batch # 178a90 h6: component code = mechanical (g04) additional information was requested, and the following was received: 1. Could you please provide more details for "there were some staples deployed"? 2. Was the staple line complete? 3. Were there any staples missing from the staple line? Response: all answers above are unobtainable. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs29a device arrived with no apparent damage, without staples and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.